Event description:
It was reported to 3m espe that a 1.8x13mm mdi standard o-ball and collar implant (ob-13) broke during implantation on position 41 and the apical fragment was removed in an additional surgery a month later. The fragment was removed with a surgical fraise without any complications. The dentist stated that the pt is doing fine without any ongoing symptoms. 3m espe was informed of this event on (B)(6) 2014, which occurred on (B)(6) 2012; the implant had been placed on (B)(6) 2012.

Manufacturer narrative:
This incident appears to be related to a wrong estimation of the bone structure. The dentist stated that during implantation he found out that the bone was very dense (d1-structure). The mdi-implants are not indicated for a bone with a d1-structure. Because of the high density of the bone there has been placed enhanced force on the implant during placement, which led to the subsequent fracture. The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force.